Manufacturer narrative:
Analysis of the log files from the subject event confirmed that two communication failures occurred due to shared memory errors which provoked the shutdown of the device. Event summary, device history record review and complaint history review did not identify any contributing factors.

Event description:
The robot had a communication failure while no one was putting any force on it. The resident and attending surgeons were viewing a trajectory on the screen while the robot was positioned over a trajectory. While they were looking at the trajectory on the screen a communication failure occurred and the robot needed to be restarted. It took approximately 5 minutes to restart the robot and to continue analysis of the trajectory. No patient harm occurred due to this communication failure. Another communication failure occurred while the robot was in intermediate position waiting to drive to the trajectory raff. No one was touching the robot, holding the foot pedal, or had clicked to drive the arm. The time of delay was 5 minutes and there was no patient harm due to this communication failure.

Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
The robot had a communication failure while no one was putting any force on it. The resident and attending surgeons were viewing a trajectory on the screen while the robot was positioned over a trajectory. While they were looking at the trajectory on the screen a communication failure occurred and the robot needed to be restarted. It took approximately 5 minutes to restart the robot and to continue analysis of the trajectory. No patient harm occurred due to this communication failure. Another communication failure occurred while the robot was in intermediate position waiting to drive to the trajectory raff. No one was touching the robot, holding the foot pedal, or had clicked to drive the arm. The time of delay was 5 minutes and there was no patient harm due to this communication failure.